Manufacturer narrative:
Additional information was received on 02-feb-2024. It was indicated that there was no occlusion when irrigating the sheath and there was no material causing the obstruction. There were no wires being exposed and the catheter was not pre-shaped. Initially, it was reported that a second vizigo was used to complete the operation. However, additional clarifying information was received on 18-feb-2024. It was indicated that a second catheter was used to complete the operation. The sheath was not replaced in the surgery. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter could not advance due to an impediment. It was reported that during the operation, the catheter (pentaray) could not advance in the outer sheath due to the impediment. The second vizigo was used to complete the operation. There was no report of adverse event on patient. Additional information was requested, however no further information has been made available. With the currently reported event, this was assessed as MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter could not advance due to an impediment. It was reported that during the operation, the catheter (pentaray) could not advance in the outer sheath due to the impediment. The second vizigo was used to complete the operation. There was no report of adverse event on patient. Additional information was received on 02-feb-2024. It was indicated that there was no occlusion when irrigating the sheath and there was no material causing the obstruction. There were no wires being exposed and the catheter was not pre-shaped. Initially, it was reported that a second vizigo was used to complete the operation. However, additional clarifying information was received on 18-feb-2024. It was indicated that a second catheter was used to complete the operation. The sheath was not replaced in the surgery. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis in the lab revealed several splines bent and kinked, an electrode lifted, but no wires or internal components were exposed. No foreign material was identified during the analysis. The damage observed could be related to the manipulation of the device during the procedure. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31087052l and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer was not confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following warnings and precautions: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected based on investigation findings related to electrode lifted. This has been assessed as MDR reportable. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected based on investigation findings related to the splines that were bent and kinked. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s report of an impediment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).